Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 1) with multiple cartridge during bolus delivery. Customer's blood glucose level was 40 mg/dl. Reportedly, customer felt they were receiving too much insulin. Customer was able to load a new cartridge successfully.